Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up, a ¿mold-like, discoloration¿ was observed on the header (blood pathway) of a revaclear dialyzer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The device was visually inspected and the presence of a black 'singed' looking area was visible in the header cap area of the device. The cause for the darkened fibers is related to the manufacturing machine used for the fiber cauterization process and the result of the dialyzer being packaged and distributed is related to human error during visual inspection prior to packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.